Event description:
Portacath placed 6/2/97 in right subclavian at outpatient ambulatory surgery. Pt admitted to on 6/16/97 venogram showed catheter from portacath separated from reservoir is now in left pulmonary artery. 6/16/97 interventional radiology: the portacath catheter was snared in the left pulmonary artery and retrieved through the right heart into the right iliac vein. The catheter and angiographic sheath were removed as a unit from the vein. New passport placed 6/20/97 and pt discharged home. No permanent injury.